Manufacturer narrative:
Concomitant medical products: dtmb1d4 ICD, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to right ventricular (rv) lead defibrillation impedance out of range and r-wave double counting. Reprogramming was done, and the lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.